Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that dyspnea and in-stent restenosis occurred. In (B)(6) 2022, the patient presented with stable angina. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). The target lesion was located at the proximal right coronary artery (rca) and was 10 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated using a 4.00 mm x 20 mm balloon with 40% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was successfully treated with 4.00 mm x 30 mm agent dcb with 30% residual stenosis and timi flow of 3. The patient was discharged on aspirin and prasugrel. In (B)(6) 2023, the patient started experiencing dyspnea on exertion associated with chest tightness. The patient was on aspirin and clopidogrel which were continued. In (B)(6) 2023, coronary angiography revealed 65% in-stent restenosis at the proximal rca. Revascularization was not performed and the event is still ongoing.